Manufacturer narrative:
Device received with all operating currents within specification. No unexpected external ram crc error and unexpected restart error anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer also reported that they received off no power alarm without low battery alert, a battery out limit alarm after battery change and failed battery test alarm. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.